Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will not boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. A global communication tool software test was performed, and it passed sound tests. Wiggle testing was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and failed due to a defective battery with cold solder pins on the controller chip. Speaker resistance was measured and was within specification. Speaker audio intermittent tests were performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.